Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the expected longevity is too short for the implantable cardioverter defibrillator (ICD). Additionally, the right ventricular (rv) lead exhibited noise and oversensing of short v-v intervals observed. The ICD and rv remain in use. However, it was noted that the rv lead is scheduled to be replaced and the ICD is considered for replacement at that time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/ sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was capped and replaced and the ICD was explanted and replaced.